Event description:
It was reported that during a lap bowel resection procedure, on the second firing, the device stapled and cut, but only half way. Upon removing the stapler, the surgeon broke the articulating knob. Another device was used to complete the case. No pt consequence.